Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer took two glucose tablets last night and woke up in the 50's mg/dl. Customer stated that the sensor said it was 160 mg/dl and they tested blood glucose it was 54 mg/dl. Customer declined to troubleshot the low blood glucose. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not returned for analysis.